Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a stent was placed after noticing that a small side branch had become occluded. While attempting to intervene on the side branch, the guide wire was positioning through the struts of the stent. Dilatation of the side branch was unsuccessful, and upon removal of the guide wire, it became stuck in the stent. The pt was sent to surgery for bypass.